Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a radiofrequency ablation procedure using the venclose system digirf generator. During procedure, it was reported that when a venclose catheter was opened and plugged into the venclose generator, it started to display error 53 not recognizing the catheter. Generator is in software version 3.35. Additional information was provided and stating there was a large red x with error code 53. There was no patient injury reported.